Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an occlusion (absence of occlusion alarm) issue. It was alleged the pump caused the patient to experience a blood glucose greater than 250mg/dl but less than 500mg/dl with no symptoms. This complaint is being reported because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during investigation, there was no activity relating to the original complaint observed in the pump histories. There was no data from time of reported issue in pump histories due to continued use. The rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor calibration test confirmed sensor was detecting the correct force at 5lbs. There were no occlusions occurred during testing. An occlusion was induced during testing; pump gave appropriate occlusion alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.